Event description:
The customer's reported phenomenon was discovered during maintenance, and the reportable malfunction was found during evaluation after product return.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that repeated use and/or handling led to the malfunction. A definitive root cause, however, cannot be identified. This issue is addressed in the instructions for use (IFU): ¿there is an inspection method for the relevant event in the instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope¿. Inspection of the endoscope: 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported that the tracheal intubation fiberscope had a curved tip. The device was returned to olympus for evaluation and the customers allegation was not confirmed, however, it was found to have the connecting tube coating peeling (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed, however, it was found to have the connecting tube coating peeling (1mm2 or more). Additional device evaluation findings are as follows: due to a cut on angle wire the bending section cannot be bent in down direction at all, the ig protector has a cut, the connecting tube has a dent, the eyepiece has a scratch, the diopter ring has a scratch, the control unit has a scratch, the s-cover has a scratch, the grip has a scratch, the angulation lever has a scratch, the ud plate has a scratch, the venting connector under grip is shaved, and the connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.